Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent alarms stopping insulin delivery. Contact stated that these were not occlusion alarms. During pump log review from tandem technical support it was found that the customer had received occlusion alarms. Reportedly, when the occlusion alarms were received the customer would clear the alarm and resume insulin delivery. There was no reported impact to customer's blood glucose level. Customer did not call in at the time of the reported issue, therefore, troubleshooting was unable to be performed.